Event description:
Customer left a voice message for corporate product surveillance (cps) (B)(6)-2011 to report unknown quantity of colleague cx pump(s), serial number(s) unknown, in which unspecified damage was detected for battery after replacing battery/battery harness approximately per one year ago. No patient involvement, injury or adverse event is reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the customer is not sending the device to baxter for evaluation or repair as they will be self-servicing the device at their facility. A follow-up report will be filed if any additional details become available.